Event description:
It was reported that the customer had a failed battery test alarm on her insulin pump. Her blood glucose was 104 mg/dl at the time of reporting. She was assisted with clearing the alarm following a battery change. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.